Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. A combination of uncommonly high axial load and slightly over-torqued set screws could have reasonably contributed to this failure mode.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a surgery took place in which two set screws were cross-threaded intra-operatively. One was removed and replaced while the other remains insitu. Surgery took place (B)(6) 2017.